Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot d9 h3, h4, h6: part #: 311.01 synthes lot #: h521588 supplier lot #: h521588 release to warehouse date: april 13, 2019 supplier: avalign technologies-nemcomed no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the complaint device handle with mini quick coupling (part no- 311.01, lot no- h521588) was returned to customer quality (cq) west chester for investigation. The part had scratches around the coupler. No other issues were identified. Functional test: the coupler would not pull back correctly during functional test. Can the complaint condition be replicated? Yes, the complaint condition can be replicated. Service and repair evaluation: the customer reported the coupler does not pull back. The repair technician reported the device had scratches around the coupler and the coupler does not pull back. The cause of the issue was not determined. The reason for repair is damaged coupler. The item will be scrapped. The item cannot be repaired per the inspection sheet and will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. Handle with mini quick coupling, current) and manufactured revisions. Dimensional inspection: this was identified as a post manufacturing damage hence a dimensional inspection was not performed. Complaint confirmed: yes, the complaint condition can be confirmed based on the available information. Investigation conclusion: the coupler on the handle was damaged and was not able to pull back properly. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, the coupling on the screw driver does not pull back. There was no surgical delay. The procedure was successfully completed. There was no patient consequences. This report is for one (1) handle with mini quick coupling. This is report 1 of 1 for complaint (B)(4).